Manufacturer narrative:
E1 initial reporter phone:(B)(6). The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. After conducting a visual analysis, it was discovered a hole in the pebax, exposing internal components of the device. Additionally, blood was observed inside the device. The device was connected to carto 3 system and the device was recognized correctly; however, the device was not visualized since error 105 appeared due to an open circuit in the tip area. This issue could be related to the reported event. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The preliminary assessment suggests that the cause of the damage could be related to the handling since in the process there are control inspection points to avoid these issues. A manufacturing record evaluation was performed for the finished device number 30991748l, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post-procedure the bwi product analysis lab identified a hole in the pebax which exposed the internal components. During the procedure, after inserting the catheter into the patient's body--and after the right atrium ablation--the vector did not display properly when the physician moved the catheter to the left atrium. No error message occurred. Ablation was stopped. The zero was obtained and the cable was replaced, but the issue continued. The issue was resolved by replacing smart touch sf catheter to another new one. The procedure was completed without patient's consequence. No patient consequences were reported. The vector issue is not MDR-reportable. The hole in the pebax and exposed internal components are MDR-reportable.